Event description:
It was stated that the customer was hospitalized for blood glucose levels above 600 mg/dl. Troubleshooting was not possible as the call got disconnected. Tried calling the husband back, but he could not be reached. Left a voicemail message. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.